Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) of 5; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The information provided is insufficient for an adequate evaluation of the case. There is no indication of system failure. No information is provided regarding the patient's preoperative condition, any complications (e.g., creation of an oversized cyclodialysis cleft) that may have occurred during surgery, or any postoperative conditions or medication use that may be contributing factors to the patient's low iop. Possible root cause is that postoperative hypotony (low iop), which may be associated with anterior chamber shallowing and transient forward iol movement, is an established risk associated with device use, which is clearly specified in the product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-glaucoma filtration device implant procedure, a patient experienced postoperative hypotony. Additional information was requested.